Event description:
An allegation from an attorney indicated the patient died and "suffered extreme physical injuries, extreme emotional and psychological distress which includes sudden death." Approximately two years later, another allegation from the same attorney indicated that the patient died and no further information was provided.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The lead is part of the advisory for this model.